Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in the netherlands as follows: during the final tightening of the construct the sleeve broke in half during a procedure on (B)(6) 2012. Reportedly a large amount of force was applied, but the sleeve had not broke previously. The sleeve and nut were replaced with new ones. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. A device history review for this lot has been requested. The measurable dimensions of the broken uss low profile sleeve were checked and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected; there is evidence that high applied mechanical forces caused the breakage.